Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer jumping into swimming pool. Customer reported that as a result, insulin pump received a motor error alarm and a blank screen. Customer's blood glucose was 384 mg/dl. During troubleshooting for motor error, it was found that customer was not exposed to magnetic field or MRI. Troubleshooting could not continue due to blank screen display. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. The insulin pump was received with moisture damage to the motor, vibrator, keypad or battery tube assembly. The functional testing could not be completed due to the blank display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.